Event description:
Resident walked into someone's room (not his own). Resident somehow tipped over maximove hoist and was found lying on the floor with the hoist next to him. No injury occurred. Ref MFR number: 9681684-2013-00052.